Event description:
It was reported that when the staff attempted to lower the bed, into went into an 8 degree trend. There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4). Device was evaluated by the distributor.